Event description:
It was reported that damage caused a pin hole in the lens and fluid accumulating in the tip was leaking out of an intracavity 3d9-3v transducer. The transducer was associated with the epiq 7g ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed the lens was damaged. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was no longer available; therefore, no repair or evaluation data could be obtained. No additional investigation is possible.